Manufacturer narrative:
Technical services discussed detection enhancement programming. The local area sales representative reported that the ventricular tachycardia rate cut off was increased. The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks due to supraventricular tachycardia. As a result, therapy was exhausted in the ventricular tachycardia zone. There were no adverse patient effects reported.